Manufacturer narrative:
Additional information: h6, h10. Additional information received by smiths medical on 04-feb-2020. No patient was involved. Event occurred during testing. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection performed. The customer's reported problem was confirmed. According to the investigation, the pump downstream occlusion seal was bubbled and loose and there was a little contamination on the downstream occlusion sensor. Service will replace both the dso seal and sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump had "loose error sensors on the bottom of the pump". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.